Event description:
Additional information was received. The explant date of the pump was (B)(6) 2017. The date of the new pump implant was (B)(6) 2017. The cause of the motor stall was unknown until diagnostics on the pump would be performed. There was not more than one motor stall noted in the logs. It was unknown if the motor stall recovered, as it was explanted. The representative stated the pump had been returned 1 week prior to 2017-jun-11.

Event description:
Additional information was received. It was previously reported that the explant date was (B)(6) 2017, however, additional information was received that reported that the correct explant date is (B)(6) 2017. It was reported that a motor stall occurred on (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during use there was a motor stall. It was reported that the pump was implanted-out of service. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was alive-no injury. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was reported that the manufacturer representative indicated an anticipated pump explant to occur on monday (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump implant date provided by the hcp was (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. The analysis interrogation report indicated the pump delivered ziconotide (prialt) 25.0mcg/ml; 8.688mcg/day. If information is provided in the future, a supplemental report will be issued.